Event description:
It was reported that a revision surgery was performed due to the breakage of the pip external fixation device. There was a slight loss of reduction of the fractured bone in the patient's finger.